Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that additional actions/interventions included the patient having consistent talk therapy, which calmed them and led to positive behavior changes, which occurred on (B)(6) 2016. It was also noted that on (B)(6) 2017, the patient called the clinic stating he was unable to get clozapine since they left jail, and the hallucinations are starting again. The deep brain stimulation (dbs) nurse helped arrange blood work and a pharmacy refill, which helped; dbs was not adjusted. The etiology was also updated to not related to the device/therapy and not related to the implant procedure. The psychiatrist noted the event was due to parkinson's psychosis so dbs was not adjusted.

Manufacturer narrative:
The date of event is exact.

Event description:
Information received via a healthcare professional from a clinical study reported the patient exhibited hostility. The patient got upset with the wife and assaulted her. He also got their guns and threatened to shoot her and himself. The patient was hospitalized and assaulted a nurse. The patient's wife had to get a restraining order on the patient. At the time of the clinic appointment, the patient was in police custody. During the appointment, the patient was having a number of different delusions and paranoia about the guards and toward his wife. Diagnostic methods included an examination on (B)(6) 2016 where clinical observation was performed and determined the need for a psych admission. Interventions involved the patient being placed on clozapine (B)(6) 2016. Additionally, the patient was being directly admitted to the psych floor from the clinic. It was indicated the event required in-patient or prolonged hospitalization and resulted in medical/surgical intervention to prevent a life-threatening illness or injury or permanent impairment to a body structure or body function. The event had resulted in in-patient hospitalization and an unscheduled clinic visit. Etiology was reported as possibly related to the device or therapy, not related to the implant procedure and due to programming. The outcome of the event was considered resolved without sequelae (B)(6) 2016. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.